Event description:
It is reported that during a routine x-ray, the screw was shown to be dislodged and out of place. An articular surface exchange was performed the next day.

Manufacturer narrative:
This report will be amended when our investigation is complete.